Manufacturer narrative:
Correction: it was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. Remove statement: it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 119 (mg/dl). Reportedly, the customer would obtain alternate insulin therapy from the healthcare provider.